Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a shock impedance of 0 ohms. Current measurements are within normal limits. No adverse patient effects were reported. The physician suspected electromagnetic interference (emi). The patient will be monitored.